Manufacturer narrative:
The customer reported the product sample and photo is available for analysis. At this time, vyaire has not received the suspect device for evaluation. Any additional information provided by the customer will be included in a follow-up report.

Event description:
The customer reported a suspected leak on the limb-o¿ single limb anesthesia breathing circuit. The event occurred while connected to a patient. The customer confirmed that no patient harm was associated on this event.